Event description:
The customer reported the remote user interface was not working. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The remote user interface was replaced. The system was then found to be operating as intended.